Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the continuous-glucose-monitor trending arrow was not indicating appropriately when the patient¿s blood glucose was falling. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 10/20/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. A continuous glucose management (cgm) test transmitter successfully paired with the returned pump and was able to calibrate appropriately. The pump and test transmitter were exercised successfully and performed within specification; no issues or alarms were experienced. The cgm¿s blood glucose reading accuracy was found to be within specification. A decreasing blood glucose event was duplicated for investigation: the pump appropriately warned and displayed icons per specification.